Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse, cystocele, rectocele and a mesh was implanted. It was reported that patient had in office mesh revision in (B)(6) 2010 by implanting surgeon due to erosion and bleeding and had mesh explanted on (B)(6) 2010

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced symptomatic rectocele and lump in vaginal area.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent excision of exposed mesh, rectocele repair, and cystoscopy on (B)(6) 2010 due to exposed anterior prolapsed mesh and rectocele.